Manufacturer narrative:
The device was manufactured january 4, 2018 ¿ january 8, 2018. The device was received for evaluation containing approximately 78 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing line was found to be in its normal condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was observed with kinked tubing and subsequently the device stopped flowing. The event occurred during patient infusion. It was not reported how much of the solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.